Event description:
It was reported that the infusion pump was started at 15 ml/hr to administer a dopamine solution. After approx. 10 minutes the patient "began to clamp down" and her blood pressure decreased. The infusion pump and intravenous tubing were removed from the patient. The patient returned to pre-incident status. Some time later it was observed that there was solution on the floor below the infusion pump and tubing, although the tubing was still in the pump. The reported concern was that there may have been additional solution administered to the patient, beyond what was programmed.